Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a disaster recovery and was on retry error. A technical support specialist (tss) reviewed the station and scheduled a reverse synchronization with safeguards to prevent data loss. The tss stopped the station data synchronization and maintenance services, created and verified a complete backup of the station database using microsoft structured server management studio, and then performed a reverse synchronization on the station to align the change tracking point. The tss reenabled data synchronization services, monitored until no discrepancies appeared, and handled any retries by performing the necessary skips on the application server before restarting station services. The tss generated the server transaction keys to identify transactions that had not returned to the server, exported the resulting query output to a spreadsheet, and saved it on the station drive. The tss ran a full inventory report at the station database level and saved the results to the secure electronic protected health information location. The tss launched the medication application and performed a full synchronization; when an initialization error was encountered, the tss disabled the application logon as per the knowledge article, set the fully qualified domain name, and resumed synchronization. The tss verified that download, upload, and heartbeat statuses were current in the synchronization dashboard, confirmed that the station was not in a retry state, and used a server-side log viewer to monitor synchronization progress. The tss then rebooted the device to return it to the clinical application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on retry mode however, there were no delays or adverse events or injuries reported based on this event.